Manufacturer narrative:
The customer returned one vial of test strips, lot 233339-11 (vial no.(B)(4)). The vial contained >10 test strips. The test strips and vial showed no defects. The returned test strips were measured with the returned meter in comparison with relevant retention test strips (lot 233339-10) and the current master lot coaguchek xs pt test strip (lot 230734-80). The returned customer material and retention material perform as specified.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
It was reported that a value of 3.4 inr was obtained at 7:00 am on the patient's coaguchek xs (serial number (B)(4)) compared to the 2.4 inr value obtained at 8:00 am on the doctor's coaguchek xs plus (serial number unknown). The patient's therapeutic range is 2.5-3.0 inr. His condition after the results is good. No information was provided as to any changes in medication after the results. The suspect product was requested to be returned and replacement product was sent. The relevant retention test strips (lot 233339-10) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230 734 80). The obtained results showed a maximum difference of 0.1 inr between the retention samples and the master lot. No error messages occurred. Retention samples were inconspicuous. Retention material performed as specified.